Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient fell and sustained a left hip fracture in (B)(6) 2016. Patient underwent an open reduction internal fixation (orif) for a left proximal femur fracture (hip fracture) and was implanted with a trochanteric fixation nail-advanced (tfna) with a compression screw on (B)(6) 2016. It appears that the fracture healed. Patient complained of postoperative hip pain and discomfort. Reportedly, the pain and discomfort was caused by the tfna screw being proud after collapsing. During the healing process of the fracture, the bone impacted on itself and the bone pushed the screw back through the nail, causing the screw to back out and became proud on the lateral side. Patient underwent another orif on (B)(6) 2016 and the tfna screw was exchanged for a shorter screw. There was no delay in surgery. The revision surgery was completed successfully; the patient status was reported as good. Concomitant devices reported: tfna nail (part unknown, lot unknown, quantity of 1). This is report 1 of 1 for (B)(4).